Event description:
It was reported that during interrogation, it was noted that this right atrial (ra) lead has no sensing and no capture. Moreover, an x-ray was performed and it showed that this lead was dislodged. Furthermore, this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Furthermore, dislodgement is a known inherent risk with the lead. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during interrogation, it was noted that this right atrial (ra) lead has no sensing and no capture. Moreover, an x-ray was performed, and it showed that this lead was dislodged. Furthermore, this lead was explanted. No additional adverse patient effects were reported. Additional information was obtained from the field indicating that the leads were not sensing any heart signal as it was up in the pocket and superior vena cava (svc).

Event description:
It was reported that during interrogation, it was noted that this right atrial (ra) lead has no sensing and no capture. Moreover, an x-ray was performed, and it showed that this lead was dislodged. Furthermore, this lead was explanted. No additional adverse patient effects were reported. Additional information was obtained from the field indicating that the leads were not sensing any heart signal as it was up in the pocket and superior vena cava (svc).